Manufacturer narrative:
The sample is reported to be available but has not yet been received by the manufacturer. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 16 mar 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
Avanos medical inc. Received a single report that referenced two different incidences, which were associated with separate units, involving the same patient. This is the second of two reports. Refer to 2026095-2022-00011 for the first report. Fill volume: 95ml, flow rate: 2ml/h, procedure: unknown, cathplace: unknown, infusion start time: unknown, infusion stop time: unknown. It was reported that the patient had a previous experience with the pump finishing 10 hours earlier than expected. The pump contained an anti-cancer drug, 5fu. There was no patient injury.